Event description:
The hexagon end of the screwdriver is twisted. This event did not cause any adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of eval: eval results suggest that this event was attributed to instrument overload. Corrective action has been implemented.